Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received. Review of the supplied medical records confirmed evidence of osteolysis in both the femur and the tibia and loosening of the femoral component. A complaint database search finds no related additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the osteolysis or device loosening based on the available information. It is unknown if the reported patient large physical stature was a contributing factor. Based on the inability to find evidence of product error as a contributing factor or identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear of the insert and patella, and loosening of the femoral component at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown.